Manufacturer narrative:
Na

Event description:
Info was received that the enclosure of the device appears to have been damaged. According to the provider, the pt was using the device at the time of the reported event. The pt did not report any harm. It appears that a failure of the solder joint on the ac inlet caused the event.